Event description:
It was reported that during a pulsed field ablation (pfa) procedure the faradrive steerable sheath clear was selected for use. The faradrive was inserted without incident, map completed with non-boston scientific hd grid mapping catheter through faradrive. The mapping catheter was removed, and farawave catheter was inserted. Upon insertion of farawave, during aspiration, continuous air noted in aspiration syringe. The sheath was exchanged for new faradrive due to inability to stop air ingress into sheath. The procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that no abnormalities were noted during the preparation or use of the sheath. The devices that had been inside the sheath prior to and at the time the air was observed included the faradrive connect dilator, hd grid, and farawave. Air was seen in the sheath only and was aspirated before reaching the patient. When the farawave was inserted into the sheath, the guidewire was retracted into the guidewire lumen.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the faradrive steerable sheath clear was selected for use. The faradrive was inserted without incident, map completed with non-boston scientific hd grid mapping catheter through faradrive. The mapping catheter was removed, and farawave catheter was inserted. Upon insertion of farawave, during aspiration, continuous air noted in aspiration syringe. The sheath was exchanged for new faradrive due to inability to stop air ingress into sheath. The procedure was completed successfully without patient complications. The device was received for analysis. It was further reported that no abnormalities were noted during the preparation or use of the sheath. The devices that had been inside the sheath prior to and at the time the air was observed included the faradrive connect dilator, hd grid, and farawave. Air was seen in the sheath only and was aspirated before reaching the patient. When the farawave was inserted into the sheath, the guidewire was retracted into the guidewire lumen.